Event description:
It was reported that a power on reset (por) condition occurred. The patient was a dentist and therefore it was possible that electromagnetic interference (emi) occurred. The patient's battery turned off so they reset the patient programmer and turned the implantable neurostimulator back on. Therapy was resumed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).